Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being unable to support the pump function was confirmed via testing. It was reported that the issue occurred after the patient had cut their modular cable at home. Submitted and downloaded system controller event log files contained relevant data spanning 3 days (02:13:59 on 23mar2025 ¿ 15:32:47 on 26mar2025). At 17:29:24 on 24mar2025, a controller internal fault alarm associated with power b fuse open fault activated and cleared. From 17:29:26 until the end of the log file, the controller internal fault alarm reactivates with a left ventricular assist device (lvad) off alarm as both power a and power b fuse open faults are activated. Briefly at 17:29:27 and 17:29:29, driveline disconnect alarms were active. At 17:29:39, a loss of lvad communication alarm activates as both communication a and communication b faults occur. This alarm resolved following the system controller shutdown at 13:33:20 on 25mar2025 after being exchanged. Before the exchange, the system controller had been cycled on and off external power and had been shut down and rebooted repeatedly. The pump maintained a speed within the expected range while in communication with the system controller. The returned system controller (serial number: (B)(6)) was tested, and a pump off alarm and low flow alarm were produced when connected to a mock circulatory loop, as the controller was unable to operate the pump. Upon reviewing the main pcb, two fuses were found to be damaged. The fuses were replaced, and the controller was reconnected to a mock circulatory loop with no alarms arising. The controller passed all functional testing after the damaged fuses were replaced. The cause of the system controller's inability to operate a pump can be traced to the damaged fuses. Although not returned, the modular cable being cut can result in the observed damage to the fuses. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 instructions for use (rev. D) section 6 entitled ¿patient care and management¿ and the heartmate 3 patient handbook (rev. A) section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ provide instructions regarding driveline care in the section entitled, "what not to do: driveline and cables". Additionally, these sections address how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 correction no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The controller's green operation light did not illuminate. The original controller used by the patient was then replaced with the backup controller, and after connecting it, the pump started running automatically. Patient denied any discomfort, and no other adverse event was found. Patient was in stable condition and returned home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.